Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The aim insert was removed and the recipient's pain resolved. The eardrum has healed. No further information will be provided. This is the final report.

Event description:
The recipient reportedly experienced pain post surgery. Narcotics were prescribed, however, the pain did not alleviate. During the recipient's two week follow up, the surgeon discovered an aim insert inside the recipient's ear, resting on the eardrum and caused bleeding followed by scabbing.